Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04823. The pt received two leads with different lot numbers. It was reported one lead had all invalid contacts. The physician undertook surgical intervention and determined the suspect lead had migrated on top of the other. The physician removed and replaced the one migrated lead. Both leads will be reported as it was undetermined which one was removed. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.